Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2014 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. Investigation found no fault with the returned device. There were a minimal number of manual power ups recorded throughout the history log, no ten minute time outs were recorded, these represented no indication of the reported fault. Investigation concludes there was no evidence of the reported fault. It is assumed the customer returned the device in response to field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.